Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 400mg/dl. Customer states that blood glucose values were 300mg/dl that day and she did a set change and blood glucose values began running 400mg/dl. The customer didn't report any symptoms for blood glucose. The customer was treated with manual injection. The insulin pump will not be returned for analysis.